Manufacturer narrative:
Product analysis:the device is not expected for return therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a hematoma at the left vascular access site was noted. A computed tomography (CT) scan was done three days later and revealed an aneurysm of an unspecified site and was treated surgically to repair the left vessel access site. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.